Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device showed a slightly twisted and bent tip. No other issues were identified with the returned components of the device. The complaint condition of broken is not confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is not confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.turing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a posterior spinal fusion procedure on (B)(6) 2019. During viper 8mm screw insertion, a guidewire was extracted along the 1st driver shaft. The tip of the driver shaft broke in the further insertion. The 2nd driver shaft broke after two turns during other screw insertion. No fragment was generated in this issue. The procedure was completed without surgical delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: unknown guidewire (part# unknown, lot# unknown, quantity 1); viper 8mm screw (part# unknown, lot# unknown, quantity unknown). This is report 2 of 2 for (B)(4).